Event description:
During a pulmonary vein isolation cryoablation a polarsheath was selected for use. The sheath was prepared per the instructions for use. After insertion of the sheath the physician flushed the sheath to flow down the flow rate. After flushing, slow saline drip was leaking from the hemostatic valve. No blood or air was present and no st elevation was observed. No other devices were used with the polarsheath. The sheath was exchanged and the procedure was completed successfully with no patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The polarsehath was returned to boston scientific for analysis. A possible tear intersecting the outer slit was noted on the valve seal. The device passed all standard functional testing for leakage. No leaks, dripping, or pressure drops were observed. Extensive testing revealed that the sheath did not pass aspiration and hemostatis testing while a polarx catheter was inserted through and manipulated at different angles, or when a dilator was inserted though the valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation cryoablation a polarsheath was selected for use. The sheath was prepared per the instructions for use. After insertion of the sheath the physician flushed the sheath to flow down the flow rate. After flushing, slow saline drip was leaking from the hemostatic valve. No blood or air was present and no st elevation was observed. No other devices were used with the polarsheath. The sheath was exchanged and the procedure was completed successfully with no patient complications.